Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. During troubleshooting, it was discovered that the customer had filled the tubing with less than 30 units of insulin. Tandem technical support educated the customer the tubing should be filled with 30 units of insulin. Reportedly, the customer filled the tubing with 30 units of insulin and the issue was resolved.